Event description:
It was reported that the right ventricular (rv) lead had a history of oversensing. During a routine device change the high voltage portion of the rv lead had insulation over the pin. The physician was able to pull back the insulation, however the lead then tested with high impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.